Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to our field service engineer (fse), pre-use checks failed due to internal leakage errors. He performed service mode tests and found that the expiratory valve was failing. He replaced the expiratory cassette membrane and also the air and o2 gas module nozzles. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests per factory specifications. No part was returned for investigation. No further issues have been reported. The evaluation of received device logs shows failed pre-use check tests between april 16 and 28 2020. (B)(6) will be used as date of event. In most cases the expiratory valve test in the pressure transducer test sequence failed, but also the patient circuit test indicating a possible leakage in the patient circuit. A malfunctioning expiratory valve section may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by audiovisual alarms. The conclusion in this matter is that our fse found that the expiratory valve section was failing. He replaced the expiratory cassette membrane and the air and o2 gas module nozzles, which resolved the problem. As no part was returned, the root cause could not be determined.